Manufacturer narrative:
Date sent to FDA: 9/10/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/2/2021. Corrected b5 narrative: it was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2010 during which the surgeon noted he lysed the dense adhesions he observed. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted the mesh had separated and appeared torn. He removed some of the mesh and lysed the adhesions. Other procedure is captured in separate file. No additional information was provided.